Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle had been detached from the hub and remained in the patient. There was a patient involvement, and no patient harm/adverse event reported.